Event description:
It was reported to philips that the system could not perform x-ray. The system was in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event. The patient was undergoing a hepatic artery angiography embolization procedure which was cancelled as a result of the event. However, there was no harm to patient or user reported to philips. A philips field service engineer (fse) contacted the user and confirmed the issue. Troubleshooting determined that the system's tube was defective. Philips provided a quote to the customer to replace the tube, but the customer refused replacement as the system was out of warranty. No further information has been received from the customer regarding this issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event. The patient was undergoing a hepatic artery angiography embolization procedure which was cancelled as a result of the event. However, there was no harm to patient or user reported to philips. A philips field service engineer (fse) contacted the user and confirmed the issue. Troubleshooting determined that the system's tube was defective. Philips provided a quote to the customer to replace the tube, but the customer refused replacement as the system was out of warranty. No further information has been received from the customer regarding this issue. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date, reporting address line 1 and the reporting address city have been updated.